Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73l1700351 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that it was impossible to insert the clips on the applier. The handle of the applier gets blocked. Use of covidien clips. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was received with a bent rotation tab. Reference file (B)(4) for investigation photos. The returned sample was reviewed with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was able to load correctly into the jaws of the device and close despite the damage to the rotation tab. Another attempt was made and, this time, the clip was unable to load into the jaws due to a double feed caused by clip stacking. The clips were out of position in the channel which caused the clips to stack on one another. The clip stacking can also cause the trigger to get jammed. The sample was received with 5 clips remaining in the channel indicating that 10 clips were fired by the end user. Based on functional testing, the complaint issue was confirmed. However, it could not be determined other remarks: exactly how or when the clips became out of position. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as it could not be determined what caused the complaint issue. The reported complaint of "the handle gets blocked" was confirmed based upon the sample received. One device was returned. The device was received with 5 clips remaining in the channel indicating that 10 clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position which caused a double feed of clips and prevented the clips from loading properly into the jaws of the device. The clip stacking can also cause the trigger to get jammed. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. We will continue to monitor and trend on this issue. The root cause of this complaint is undetermined.

Event description:
It was reported that it was impossible to insert the clips on the applier. The handle of the applier gets blocked. Use of covidien clips. There was no patient injury.